Event description:
Pt's son reported on behalf of the pt that they had a lap-band surgery "and after about a year the body rejected it and they removed it."

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reporter has declined to provide additional information. Device labeling: adverse events: it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body.